Event description:
An optometrist reported a case of bilateral dry eye, observed at fourteen days post lasik treatment. Patient noted she had mild blurring with dryness, and was adapting to monovision. Additional info has been requested. There are two related reports for his patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).